Event description:
Information was received from a patient on 2023-07-07 who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their stimulator and the issue began about 3 weeks ago. Patient stated they could not use their ins because if they turned the stimulation up it bothered their leg and felt like a pins and needles sensation. Patient noted they called their healthcare provider and the healthcare provider told them to call manufacturer to set up an appointment to have someone come to their office to adjust the settings. Patient mentioned they went to the emergency room because they couldn't stand the pain. Patient also noted they met with a rep on friday and made some adjustments but it only worked for about a day or so and the issue has returned. Pt stated that they attempted to call the rep again, but was unable to reach them. Additional information was received from a manufacturer representative (rep) on 2023-07-13. The patient was scheduled for a reprogramming session to adjust settings. They had the pt turn it down and it felt better - she thinks it was too strong. Additional information was received from the patient (pt) on 2023-07-20. Pt called back and stated their programming had been adjusted twice and their stimulation was still not working. Pt stated the other night they had needle like shocks and another night the shocks felt like a heart attack even though the implant was reprogrammed that morning tuesday at 9 am. Pt stated every time the tell a mdt rep, they end up reprogramming implant but the needle shocking sensation comes back. Pt stated when they lay down, their stim goes up. Pt also stated since this issue started, they realized their stimulation has not been helping them with their pain either. Pt noted the rep had them set at group a program 1 and that their hcp has done an x-ray but their system looked fine. Pt also noted that they can't turn off their device because then their back pain would go to 10/10. The pt was redirected to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the manufacturer representative (rep). It was reported, that the patient had another reprogramming session and saw the doctor. Issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.